Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691 2025 07006.

Event description:
Per report received from germany, it was a case of an implant of a 23 mm sapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, after the valve exited the esheath+ within the abdominal aorta, it was observed that the valve had bent struts. The valve was retracted within the esheath+ and then removed as a unit without difficulties. A new kit was opened in replacement and the valve successfully implanted. The patient did not suffer any injury and was noted to be discharged in a good condition. It was also discovered tha the liner of the esheath+ was delaminated. Devices were discarded.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Provided imagery was evaluated and it was observed tha the liner was delaminated at the esheath distal end and the liner was bunched towards the esheath hub. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The complaint for sheath liner delamination was confirmed based on evaluation of the provided imagery. Available information suggests that patient factors (calcification) and procedural factors (withdrawal of crimped valve) likely contributed to the event. Based on the patient information provided, it was indicated there is presence of a moderate degree of calcification in the access vessel. Per the event description, "the valve was retracted within the esheath." Withdrawal of a delivery system with a crimped valve can lead to the crimped valve catching onto the sheath liner. Non-coaxial alignment between the devices can also lead to the delivery system catching onto the sheath liner, especially if patient factors (such as calcification) are present near the sheath distal tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.